Event description:
False positive advia centaur xp troponin ultra results were obtained for three patient samples. Repeat testing was performed and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the false positive advia centaur xp troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.